Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400's mg/dl. The customer also reported blood glucose of 350 mg/dl. The customer stated that the pump alarmed insulin flow blocked. The customer reported event to be resolved by complete set change. The customer stated that the cannula was bent. The product was not returned for analysis.